Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was in intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 320 to 326 mg/dl. Customer reported that they felt okay to troubleshoot for high blood glucose. Customer was treated at the hospital for high blood glucose with insulin shots and intravenous insulin fluids. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform high pressure test. Customer was not insisted on insulin pump replacement. The customer reported symptoms as a result of high blood glucose such as positive result in ketone test and vomiting. The customer was treated by bolus with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer does not allege insulin pump was under delivering. Customer wished to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was advised to check the infusion set tubing for the presence of air bubbles and found large air bubbles. Customer reported that the location of air bubbles was tubing. Customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. Customer reported that the insulin exited at the quick release. Customer's mother stated that they pulled out infusion set and saw the cannula was bent. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.